Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is non-verifiable. Product was not returned for investigation because it was implanted without impact to the procedure. No photos were taken. For these reasons, no visual evaluations or functional testing could be conducted. The DHR of this product was reviewed and no non-conformance was found. There are no indications of manufacturing defects. For all patient matched pectus bars (item# pt-xxxx & ps-xxxx) in the previous one year (from the notification date) regarding the bars being too long, there is a complaint rate of 0.24%, which is no greater than the occurrence listed in the application fmea. The most likely underlying cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that custom pectus bars were not an ideal fit. The surgeon described the bars were too long. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2020-00307, 0001032347-2020-00373, 0001032347-2020-00374. D11 ¿ medical products: lorenz pectus support bar system, part# pt-3646, lot# 988260. Lorenz pectus support bar system, part# pt-3647, lot# 988250. Lorenz pectus support bar system, part# pt-3648, lot# 988240.

Event description:
This follow-up report is being submitted to relay additional information.